Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer¿s blood glucose level ranged from 220-230 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.